Manufacturer narrative:
An event of the embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, it was determined the patient was not a candidate for closure with a device.

Event description:
A 6/8 mm amplatzer duct occluder was implanted and embolized. The ado was percutaneously removed and the duct was determined to not be suitable for closure with a device and the patient was referred for surgery. The patient is reported to be stable.